Manufacturer narrative:
(B)(6). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a tep hernia repair, the balloon couldn't be inflated during operation. The patient is stable. There was no injury or adverse event.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.